Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Complete account name: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the attachment device had an abnormally high temperature and did not function. There were no reports of delay in the procedure due to the event. It was reported that there was an unspecified spare device available for use and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device had abnormally high temperature was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device did not function, was frozen/will not move, moving parts of the device were not moving smoothly, and there was component damage. It was further determined that the device failed pretest for check for mechanical free movement, check general function in running mode, and check oscillation frequency. The assignable root cause of these conditions was determined to be traced to component failure due to wear.